Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 09-feb-2018, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 4.393 mg/day) via an implantable infusion pump. The indication for use was chronic back pain. It was reported that the patient's pump was not as effective in controlling their pain like the previous pump. A complaint of return in pain was reported and the healthcare provider (hcp) scheduled a pump/catheter study. It was reported that the patient had fallen on an unknown date since having the pump in place. Upon accessing the catheter access port, the hcp could not aspirate any cerebrospinal fluid from the catheter. It was noted that the patient was given oral pain medication until she could be scheduled for a catheter revision. The issue is unresolved at the time of this report. The patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient had a successful catheter revision. It was reported that the provider opened the patient¿s old catheter incision in the spine and the patient's pump pocket and found the catheter anchored securely with no kinks. When using the catheter access port (cap) on the pump to aspirate the catheter, there was no return of medication/csf (cereobrospinal fluid). The provider then spliced the catheter at the spinal segment below the anchor (anchor still intact) and tried to aspirate, he still could not aspirate but he was able to flush the catheter. Once the catheter was flushed there was a good flow of csf at the site of the splice and also when aspirated. The spinal and pump segment were then connected and a good return of csf was present. The patient's incisions were then closed and the pump was reprogrammed; the dose was reduced to 2mg day. No further complications have been reported.